Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s nerve pain had reduced from a 10 to a 4 since they had a new battery and high density programming.

Manufacturer narrative:
Concomitant medical products: product ID 977c290 serial# (B)(4) implanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that replacement occurred on (B)(6) 2018. The rep reported that reprogramming was performed several times and was not effective in eliminating right upper extremity nerve pain without stimulation being too strong on the left side. The rep reported that the patient was implanted with a new battery to see if high density or higher rates below perception would help with nerve pain relief. The rep reported that the patient had a follow up appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was not receiving pain relief on the right side. The patient felt stimulation on the left side and not much on the right side. In order for the patient to feel stimulation on the right they had to increase the intensity to an uncomfortable level on the left side. Reprogramming had been done several times and impedances were run and were all within normal limits. The physician did not want to move the paddle lead due to scarring and wanted to replace the battery to allow for high density (hd) programming; the rep noted that the surgeon wanted to move forward with replacing the ins with a newer model ins to see if hd would be more effective in relieving the patient's pain patterns. The issue was not resolved at the time of the report. No device issues reported. No further complications were reported.